Event description:
After further review, an initial emdr for this complaint was incorrectly submitted. In this complaint, during preventative maintenance, it was found that safety disc were expired and no other malfunction was reported. Making it non reportable to the FDA,as a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. In this complaint, during preventative maintenance, it was found that safety disc were expired and no other malfunction was reported. Making it non reportable to the FDA,as a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
It was reported by the getinge field service engineer that the cs300 needed safety disc and battery repairs during preventive maintenance. No patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.